Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory notification. Upon review of the episodes, widening of the qrs complex was observed. Programming changes were made. Patient¿s device will continue to be monitored. No further information available.